Event description:
A dental hygienist reports that she started working in a dental office in 1970, where she used latex gloves. In 1995, she was diagnosed as "allergic to latex." She states that her latex allergy is a direct and proximate result of her continued and repeated use of latex gloves mfg by several different latex glove mfrs.